Event description:
It was reported that the ventricular lead failed to sense, failed to capture, and was thought to be failing or fractured. While the lead was attempted to be repositioned, the suture sleeve was found to be missing. The lead was explanted and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. The proximal conductor was distorted and had blood/body fluid present. The outer insulation was breached cut. There was blood/body fluid present in/on the helix mechanism. Apparent explant damage.